Manufacturer narrative:
Return requested for suspect small straight ratcheting handle. Medtronic investigation of returned suspect device finds that the impact cap on back of handle is broken off. No other damage to handle and ratchets as intended. Physical damage - pieces broken. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No parts were replaced. No further issues have been reported.

Event description:
A site representative reported that, while in a spine procedure, the metal back of their navlock handle was damaged and required replacement. This damage was identified during the surgery and prior to using the device. A second small straight ratcheting handle was brought in to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.